Event description:
It was reported that the patient experienced elevated blood glucose of 303 mg/dl. He noticed condensation in the insulin cartridge compartment of his infusion device and thinks insulin is leaking from the cartridge and causing the elevated blood glucose. No adverse event was reported. The insulin cartridge and infusion device were requested to be returned for product evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.